Event description:
Caller alleged imprecision with inratio meter. Meter results as follows: first test inr = 6.5 (7/24). Second test inr = 6.0 (7/25).

Manufacturer narrative:
Inratio precision data provided by end-user: first test inr = 6.5 (7/24) second test inr = 6.0 (7/25), mean = 6.25; sd = 0.35; %cv= 5.6%. The %cv is less than or equal to 20%. Per internal procedure, the precision passes the criteria for precision. The time interval between tests was > 3 hours. The comparison was considered invalid. No further testing required. Per text" customer ran self test with tsr on the phone and meter gave valid result. " this error may cause by technique issue.